Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for treatment of spinal pain and post lumbar laminectomy syndrome. It was reported that sometime in 2016 prior to christmas the patient's stimulation was making their legs jump uncontrollably "like a frog". The patient went to the ER because they were not able to turn off the ins without deleting the programming. Patient reported their ins malfunctioned and was shut off.